Event description:
The customer reported to olympus that during preparation for use in an unspecified procedure, the camera is not clear and on some of the images is super dark with their evis exera ii xenon light source. The light source was switched out and the procedure was completed with no further sequalae. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was observed scope socket connector is worn causing poor connection, the olympus lamp life over five hundred (500) hours, and dirty optical lens. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and since the reported issue was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.